Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. The keypad cover had been returned torn, exposing the key contacts. The keypad button symbols were illegible; which has no effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.